Event description:
It was reported that the pacemaker displayed diagnostics that were inconsistent with the recorded episodes. It was also noted that the arrhythmia trend compass does not show on the remote transmission. The dual electrogram phenomenon was also noted. It was further noted that the atrial lead was suspected to be undersensing. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.